Manufacturer narrative:
The subject device has not been returned.

Event description:
It was reported that the main coil got jammed and fractured in the microcatheter. No additional information is available.

Event description:
During the procedure, the coil experienced resistance while was advanced through the introducer sheath and microcatheter. The physician attempted to retrieve the coil, but it was stuck and broke in the microcatheter. The physician was able to safely remove the broken coil with the microcatheter and the procedure was completed successfully with no patient impact.

Manufacturer narrative:
The device history record (DHR) review could not be performed as the device lot number is unknown. The subject device was not returned; therefore, physical as well as a functional evaluation could not be performed. Information available indicated that the device was confirmed to be in good condition prior to use. In addition, during the procedure insufficient flush was used which most likely contributed to the reported damages of the coil. As per the device directions for use (dfu): "in order to achieve optimal performance of the target detachable coil system and to reduce the risk of thromboembolic complications, it is critical that a continuous infusion of appropriate flush solution be maintained between a) the femoral sheath and guiding catheter, b) the 2-tip microcatheter and guiding catheters, and c) the 2-tip microcatheter and stryker neurovascular guidewire and delivery wire. Continuous flush also reduces the potential for thrombus formation on, and crystallization of infusate around, the detachment zone of the target detachable coil". Because the device dfu contains specific instructions regarding use of continuous flush, which was omitted, an assignable cause of use error was assigned for the reported event.

Event description:
During the procedure, the coil experienced resistance while was advanced through the introducer sheath and microcatheter. The physician attempted to retrieve the coil, but it was stuck and broke in the microcatheter. The physician was able to safely remove the broken coil with the microcatheter and the procedure was completed successfully with no patient impact.